Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 370 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being bent, while wearing it on the arm. For treatment, the parent gave a manual injection and some water. The ketones were moderate.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The download data reported that the device registered an 0x6a occlusion alarm. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no blockages or evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Blood was observed on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined.